Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. Vessel morphology at time of implant were reported to be slightly calcified with no tortuosity. The pt presented with kidney failure four days post procedure. Upon review of the films of the implantation of the stent graft, the films revealed that the device was inaccurately placed, covering the left renal artery, which caused the left kidnet to fail to function. The physician elected to remove the stent graft from the pt. Four days post stent graft implant procedure, the pt was successfully converted to an open repair of the aorta. No clinical sequalae were reported, and the pt is reported to be fine. The stent graft was discarded by the user facility.